Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), there was a delay in therapy due to having to untangle the electrode pad wires before placing on the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b4 (expiration date). Evaluation: the pads were not returned to zoll medical corporation for evaluation. The retain samples were evaluated and the investigation is closed as no fault found. The retained sample evaluation found no assembly related issues or associated nonconformances as part of the lot evaluation. Analysis of reports of this type has not identified an increase in trend.